Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was suspected implant loosening for patient 001-06-mei at the l3 location. This complaint is on an unknown screw. The 6 month post op x-ray image shows that l3 is being stabilized and held in a constant position, on flexion-extension and there is clear evidence of toggle of the l3 screws from flexion to extension. Sclerotic lines and radiolucencies around the screws are also evident. No further information was provided

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.